Event description:
It was reported the pt is experiencing pain at her scs ipg site and feels as though the ipg has moved. An sjm rep met with the pt and confirmed the ipg has moved in the pocket. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.